Event description:
The customer reported that the device delivered no energy when 200 joules was selected. No patient involvement.

Manufacturer narrative:
The device has not been received, but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.